Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. Was found out of specification in relation to the delayed keypad response, which was experienced during evaluation. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
During baxter's evaluation of a spectrum pump, it had a delayed keypad response. There was no pt involvement.